Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 26th of august 2016 for further investigation. During the investigation the fse adjusted the sample level. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to liquid level. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported intermittent ss flags on their aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.